Event description:
The pt reported that their transfer set separated from peritoneal dialysis catheter during an unk dwell cycle. The pt went to the hosp and received prophylactic antibiotics. There was no pt injury.